Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose of 500 mg/dl, which was treated with insulin pump and water. Customer was not hospitalized. Customer originally called due to meter not linking with insulin pump. After troubleshooting, customer was able to resolve issue. No further information provided.